Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base of grip. A piece approximately 0.521" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which found no related records. A review of tableau report was performed after additional information was received. Per the review, the following was confirmed: the fenestrated bipolar forceps instrument was last used on system serial #(B)(6), event date 02/27/2024, during gastric bypass with dr. Desimone. Refer to appropriate fields within the complaint. See attachments. As of 4/29/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Site's complaint history also reveals there are no other complaints reported involving the instrument when it was last used on 02/27/2024. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID [ins-12492 {for no fragments}/ins-12493 {for fragments}]. A failure mode investigation (fmi) for this issue was completed and documented in 1061247. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). .

Event description:
It was reported that during central processing, the jaw broke on the fenestrated bipolar forceps insturment during cleaning. There was no report of patient involvement.